Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received three inappropriate shocks shortly after implant due to oversensing of noise. The source of the noise is believed to be air in the pocket. The patient also received two appropriate shocks for ventricular fibrillation. Later the patient was observed to have e. Coli bacteremia. At this time, no intervention has been performed and the system remains implanted and in service. No additional adverse patient effects were reported.